Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a no delivery alarm during a bolus delivery. The customer did not use their back-up plan which caused them to have a high blood glucose. Their blood glucose during the incident was 500 mg/dl. They had changed the infusion set and reservoir. Troubleshooting was performed. The insulin pump passed the basic occlusion test. The insulin pump will not be returned for analysis.